Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, h6.

Event description:
Patient reported right-side "capsular contracture - baker grade iii/IV, incredibly painful, and completely hard. Physician later reported implant rupture. Device has been explanted.

Event description:
Patient reported right-side "capsular contracture - baker grade iii/IV, incredibly painful, and completely hard. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.